Event description:
It was reported that on (B)(6), 2012 the patient was taken to the hospital by emergency due to acute myocardial infarct (ami). On (B)(6) 2012, after performing intravascular ultrasound (ivus), the 3.0 x 38 mm xience prime was implanted in a 90% stenosis in the proximal left anterior descending artery. Post-dilatation was performed with a 2.5 and a 3.0 non-abbott balloon and the procedure was successfully completed. On (B)(6) 2012, the patient complained of chest pain, so coronary angiography was performed. As a result, thrombus was confirmed inside the implanted xience prime stent. The thrombus was suctioned by a non-abbott aspiration catheter and a 3.0 x 15 mm nc trek balloon was inflated. Intra-aortic balloon pump (iabp) was set and the procedure was completed with a good timi 3 flow. The patient condition is good, but remained hospitalized for observation. The physician commented that there is no relation between the xience prime stent and the thrombosis. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.